Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign (B)(6). Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that during preventative maintenance a dermatome had a defective needle bearing, reciprocating arm, multiple other bearings, motor, and other missing gaskets as well as the control bar being out of place. A zimmer air dermatome serial number (B)(4) was already at a zimmer site and was available for evaluation. Evaluation of the device on 10 july 2019 noted that the device was out of calibration specifications at all four settings and that the control bar did not sit flush with the master blade. Upon further evaluation, it was found that the motor did not start up, a screw was missing, the hinge was missing and that multiple bearings needed replaced. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, needle bearing, reciprocating arm, and multiple bearings as well as installing a new screw and recalibrating the device. The technician then tested and verified that the device was functioning as intended, and then returned the dermatome to the customer without further incident. The dermatome was tested, inspected, and repaired. While the service technician found that there was an issue with the motor that required the needle bearing and reciprocating arm to be replaced, multiple bearings needed replaced due to deterioration and corrosion, that the product was out of calibration and had an out of position control bar, and that there was a missing hinge on the device, it cannot be determined from the information provided as to what caused all these failures to occur. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the product was sent in for preventative maintenance. During the service it was reported that the unit had defective needle bearings replaced, worn reciprocation arm replaced, missing gaskets replaced, defective sleeve bearings replaces,defective shaft bearings replaced, and defective motors replaced, control bar position not correct and was recalibrated. The event occurred during inspection prior to surgery. During the investigation, it was discovered that a screw was missing. No adverse events were reported as a result of this malfunction.